Event description:
The user facility reported, the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention and there was no clinically significant delay. Although requested, no information was available regarding patient involvement and adverse consequences.